Event description:
It was reported that the patient was implanted with a standard array but was only implanted partially (8 electrode channels implanted) purposely as the surgeon was trying to preserve low frequency residual hearing. In 2003 it was reported that electrodes 10, 11 and 12 were hi when testing impedances. All others have remained stable over the years. The patient is currently using electrodes 1-7 active in her map as electrode 8 does not sound pleasant to her. Her map has remained stable over the years. However, her speech discrimination has decreased significantly from 77% speech understanding to currently 24% speech understanding over the past few years. Due to this poor speech discrimination, the clinic has chosen to fail the device and perform an explant/re-implant with a sonata compressed array. The explant/re-implant has been scheduled for 2008.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.